Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a large-bore artery sheath (greater than 8fr) and the tavi procedure was completed. Reportedly post procedure, the suture knots of the proglide devices were successfully tightened; however, pulsatile blood flow continued. A cut down was performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.